Manufacturer narrative:
A formal investigation has been completed to address the issue of the incorrect display of the depleted battery in place of warning: replace battery alarm. Based on the investigation results, the identified cause is related to a software issue.

Event description:
It was reported that the device's battery drops the load. During testing, the field service engineer, found the device to have failed the self-test. When the alternating current (ac) power was removed the device generated a depleted battery alarm (n252) and entered a shutdown sequence. The battery was replaced. The ac power was then re-applied and the device was successfully rebooted. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.